Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when device evaluation is completed.

Event description:
The manufacturer's representative reported that shortly after implant, the patient reported no stimulation therapy detected in their chest or shoulder blades. Results of x-ray analysis showed migration of the scs leads down two vertebral levels form c8 to c6. During surgical revision, the anchor's metal component was found to have dislodged from within the silicone insulation material, which caused the reported lead migration. The accessory products were replaced, and returned to the MFR for analysis. See MFR report number 2182207200700963.